Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure what tissue type and location of suture placement? What tissue dehisced? What was tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# of post-op days)? What was the appearance of the suture during the second procedure? If suture untied or broke post-op, was there any precipitating stress factor? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement and during re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Initial c-section (B)(6); (B)(6). Pt. Present with dehiscence: post-op day 4 appearance old suture during 2nd procedure: broken in middle, knots intact @ ends precipitating stress factor: no deficiency or anomaly during second procedure:no physician's opinion: ?? Current status: good/normal the sutures were placed continuously.

Event description:
It was reported that patient underwent c-section procedure on (B)(6) 2018 and suture was used. The patient returned to the facility and an additional procedure was performed on (B)(6) 2018 to repair the wound dehiscence. It was reported that the suture was broken in middle, knots intact at ends. The current status of the patient is reported as good/ normal. Additional information was requested.